Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. Trigger has been fully advanced indicating a complete deployment. No suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been cut and t2 is missing. The suture is also heavily frayed at this location. T1 shows no abnormalities. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: maintaining the needle insertion tip within the arthroscopic view at all times. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscus repair surgery after t1 was implanted t2 fell off. It is unknown if the procedure was successfully completed without significant delay and if a back-up device was available. No patient injury or other complications were reported.